Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055551) in united states on 20-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, lot number 962097. The consumer bled ensued for over 90 days since insertion and then experienced severe cramping, headaches, lower back pain and the procedure did not take on the side. In the 2 years leading up to hysterectomy, she bleed for months at a time, could not have intercourse, and was mostly in bed for the time until she had the removal. One coil had floated into uterus and was connecting to wall causing more bleeding. She had procedure done on (B)(6) 2015 and had to wait months for them to clear it through the red tape (as reported). She had to move to another place and ended up having a partial hysterectomy due to essure. Event date was reported was (B)(6) 2012 (not specified). Concomitant drug included tylenol. A required intervention was mentioned but not specified/assigned to one of the events. After internal review on 12-nov-2015, this case was identified as a duplicate to case (B)(4) and will be deleted from bayer database. Company causality comment this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding ensued for 90 days since insertion (interpreted as genital bleeding). One coil had bloated into uterus and was connecting to wall (interpreted as device embedded/partial perforation). These events are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, the genital bleeding started at insertion and later it was found that one essure insert was embedded in uterus. Considering the nature of these events and suggestive temporal relationship, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Further information and a product technical complaint are expected.